Event description:
I had the essure birth control implant in 2013, I was incapacitated for 2 days after procedure and did not have a cycle for over 6 months resulting in doctor prescribing hormones to get it started. Within the next 3-6 months, I experienced heavy, continuous bleeding along with severe pain and large clots, I started being more regular and then the pain before ovulation started and increased as the cycle continued leaving me in extreme pain 3 weeks out of the month if not more. I went to my doctor with my complaints and was told it was mid-cycle pain and nothing to do with my implant. I have since done more research and found many women experiencing what I am.